Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported difficult to open or close (gripper actuation - single), associated with one of the gripper arms not lowering, could not be determined as the issue was not identified in device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a posterior prolapse. An nt clip was inserted and while capturing the leaflets, one of the grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. It was noted while outside the anatomy, the one gripper would not move when it was unlocked. Two new clips were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.